Event description:
The reporter stated the surgeon inserted a aa4204vf single piece silicone lens and the lens tore. The lens was cut into pieces to remove from the eye without enlarging the incision. No sutures were required. No pt injury. This is one of two lenses for the same pt. See MFR report # 2023826-2006-01501.

Manufacturer narrative:
Visual inspection of the returned product showed that one lens haptic and optic were torn off and missing along with some of the other lens haptic. Clear surgical residue/debris on the product. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.